Manufacturer narrative:
An account reported dissector sponges were leaving cotton in the procedure site. Multiple attempts were made to obtain additional details from the account. The only information provided was this incident occurred during a thoracotomy procedure and no harm came to the patient. There are many unknowns in regards to this incident including how the cotton was removed from the site, how the sponge is removed from the card, and if the sponge was used with medical instruments that may have contributed to fibers coming off. Sample was returned and the issue could not confirmed. A root cause cannot be determined but user error cannot be ruled out. Due to the reported incident in an abundance of caution this medwatch is being filed.

Event description:
An account reported dissector sponges were leaving cotton in the procedure site.